Event description:
It was reported that during an ICD box change (normal eri battery indication) the ra lead was replaced due to intermittent noise and low impedance measurements. The lead was capped and left in situ.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.